Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4)

Event description:
The customer complained of a high erroneous result for 1 patient sample tested for elecsys ca 19-9 immunoassay (ca 19-9) on a cobas e 411 immunoassay analyzer. The erroneous result was reported outside of the laboratory. The initial ca 19-9 result was 61.0 u/ml. The sample was repeated twice with results of 21.0 u/ml and 20.6 u/ml. There was no allegation that an adverse event occurred. The ca 19-9 reagent lot number and expiration date were requested but were not provided. The customer stated there were no problems with other tests measured. The customer declined further investigation into the event. The investigation was unable to find a definitive root cause.